Event description:
It was reported by service report that the connector for the communication cable was broken on the bed and the communication cable was missing. No patient involvement or adverse consequences are reported.